Event description:
It was reported that there was a loss of therapeutic effect. The patient stated ¿it doesn¿t seem to be working as well as far as coverage goes.¿ the patient experienced a shocking or jolting sensation every once and a while. There was no falls or traumas nor were there any changes to the pocket site. It was noted this event was about 8 months prior to this report. The device was about 8 years old and the patient wanted the device checked. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) reported that on (B)(6) 2013 the hcp spoke to the patient. There was "no adverse event and no problems". It was stated that the battery was low and needed replacing.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).